Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture, deflation issue and detachment occurred. The target lesion was located in the iliac artery. A 16-4/5.8/75 xxl balloon catheter was advanced without difficulty to the target lesion for post dilation of an implanted 24mm x 70 mm wallstent. The balloon was inflated two times to unknown atms. During the second inflation a balloon rupture occurred and it appeared that the balloon had "ruptured distally". The implanted 24mm x 70 mm wallstent remained well positioned and fully apposed to the vessel wall. Attempts to withdraw the remaining contrast from the balloon were unsuccessful, and the balloon could not be fully deflated. The physician applied some force to remove the 16-4/5.8/75 xxl balloon catheter system and when the system was pulled into the 10fr introducer sheath the balloon detached at the distal portion of the sheath. Forceps were used to pull the balloon into the introducer sheath and remove both devices together. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture, deflation issue and detachment occurred. The target lesion was located in the iliac artery. A 16-4/5.8/75 xxl balloon catheter was advanced without difficulty to the target lesion for post dilation of an implanted 24mm x 70 mm wallstent. The balloon was inflated two times to unknown atms. During the second inflation a balloon rupture occurred and it appeared that the balloon had "ruptured distally". The implanted 24mm x 70 mm wallstent remained well positioned and fully apposed to the vessel wall. Attempts to withdraw the remaining contrast from the balloon were unsuccessful, and the balloon could not be fully deflated. The physician applied some force to remove the 16-4/5.8/75 xxl balloon catheter system and when the system was pulled into the 10fr introducer sheath the balloon detached at the distal portion of the sheath. Forceps were used to pull the balloon into the introducer sheath and remove both devices together. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with the balloon completely detached. Visual and tactile examination noted the balloon had completely detached at the distal bond. The distal bond was intact. A complete circumferential tear had occurred 15mm proximal to the proximal edge of the proximal markerband. There was 14mm longitudinal tear located in the proximal section of the balloon material that was still intact on the shaft of the device. Both the distal and proximal markerbands were still in place. The balloon was covered in blood and the distal end of the balloon was pushed inside the body of the balloon. The balloon material was dissected and it was noted that the distal balloon sleeve was present. The distal edge of the distal balloon sleeve was jagged in appearance, it possibly detached during the removal of the device as the balloon was turned inside out covering the distal balloon sleeve. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. Per the dfu the xxl device is indicated for use in adult and adolescent populations to dilate strictures of the esophagus; however was used in this event in the peripheral vascular system and was used to treat the iliac artery. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).